Manufacturer narrative:
(B)(4) ¿urinary/bowel problems; undefined recurrence. Additional narrative: it was reported that the patient underwent mesh removal on (B)(6) 2010 as well as supracervical abdominal hysterectomy, abdominal cervicocolpopexy, and lysis of adhesions. It was reported that on (B)(6) 2011 the patient underwent removal of mesh and temporary placement of ureteral stents. It was reported that following the procedure the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and neuromuscular problems. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It is reported that the patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
No additional information was provided